Event description:
It was reported that a large volume infusor did not flow as expected. This was observed during testing performed in lab regarding viscosity studies. The device contained penicillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.